Event description:
The customer's meter was reading 6.5 and 10.3. They did not know how to change it. Customer service explained the meter may be reading in mmol/l and assisted the contact in changing it to mg/dl. The contact stated the customer was in the lab having her blood tested, so she could not perform a blood test. Also, the customer did not have any control solution. The contact thought the customer may have used the readings, because she wrote them down in her notebook as 10.3. Customer service was replacing the meter.